Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information and patient weight. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that, after trial implant surgery on (B)(6) 2021, patient experienced a possible stroke. As a result, on (B)(6) 2021, the patient went to the emergency room where the trial lead was removed earlier than originally planned. The patient was hospitalized. The issue later resolved and patient was discharged from the hospital.